Event description:
Pt reported experiencing erratic blood glucose (19 - 411 mg/dl), while wearing the device. They indicated that they began using the device 1 week ago, and has been unable to successfully manage their blood glucose since then. Patient stated that they self-treated high blood glucose by delivering insulin, via injection. They self-treated low blood glucose, by removing the device, and drinking orange juice. No error messages were generated by the device.